Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0719, awareness date 22-aug-2015). It refers to a female consumer of unspecified age in united states who had essure inserted (fallopian tube occlusion insert) on an unspecified date. Consumer reported that essure lead to pelvic pain, heavy, irregular, long lasting periods, adenomyosis, uterine prolapse, ovarian cysts, back pain, weight gain, hair loss. It was the worst thing she could have ever done. She ended up with a total hysterectomy with bilateral salpingectomy in july. She was also allergic to nickel, which she was not aware of was in the device when implanted. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. This event is serious due to its medical importance and listed in the reference safety information for essure. She also had uterine prolapse, which is serious due to its medical importance and unlisted. In this case, consumer reported that essure lead to occurrence of these events. She ended up with a total hysterectomy with bilateral salpingectomy. No alternative explanation was given. With regards to pelvic pain, based on the event's nature and considering a positive temporal relationship, a causal relationship with suspect insert cannot be excluded. With regards to uterine prolapse, although the cause was not reported, considering its pathophysiology and that essure has a local action in fallopian tubes, a causal relationship with suspect insert can be excluded. This case was regarded as incident due to surgical intervention. Additionally, non-serious events were reported. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up 15-sep-2015: ptc investigation results were provided. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain. This event is serious due to its medical importance and listed in the reference safety information for essure. She also had uterine prolapse, which is serious due to its medical importance and unlisted. In this case, consumer reported that essure lead to occurrence of these events. She ended up with a total hysterectomy with bilateral salpingectomy. No alternative explanation was given. With regards to pelvic pain, based on the event's nature and considering a positive temporal relationship, a causal relationship with suspect insert cannot be excluded. With regards to uterine prolapse, although the cause was not reported, considering its pathophysiology and that essure has a local action in fallopian tubes, a causal relationship with suspect insert can be excluded. This case was regarded as incident due to surgical intervention. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.